Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Acceptable impedance measurements were noted and there were no positional anomalies noted on fluoroscopy. During the attempted explant procedure, the lead fractured and was unable to be explanted. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.